Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse confirmed the reported error by observing the large syringe error on start up of the instrument. Fse then cleaned the ports on the injection valves which resolved the reported error. Customer ran calibrators and quality controls. All results were within specification and without any errors. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual chapter 6 troubleshooting states the following: error message: 706 syringe-l error. Explanation: operation error in syringe-l. Counter measure: inspect syringe-l. Execute smp.reset. The most probable cause of the reported issue was due to dirty ports on the injection valves. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 706 syringe-l error on their g8 instrument. The customer performed a sampler reset and reports there is noise when the sample needle descends into the wash/diluent well. Also, there is black debris from contamination on the needle and the wells. Customer cleaned the debris and lubricated the guide rail and needle drive screw but the error still occurred. The customer replaced the sample needle and cleaned the large syringe plunger but reports the plunger does not move when performing the smp reset. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.